Event description:
Pt was a fresh kidney transplant, pod #0. Later in the day, when doing 1:1 replacements, rn saw only 5cc in catheter and was concerned about the foley. Pt reported she felt pressure in bladder. Notified the team and bladder scanned 142cc. Received a verbal by the pa [physician assistant] to irrigate the foley for possible clot. Had charge rn there at bedside to help and irrigated 15cc and noticed the fluid collect in pt's groin. Assessed the foley and the foley was still in the pt partially. Gently pulled the catheter and noticed the balloon was deflated. No urine was under the pt and didn't notice leaking other than the flush. The charge rn and nurse wondering if the balloon was faulty on catheter and deflated by itself. As no one deflated balloon and can't find an explanation for this to occur.